Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada and there was no indication of a device malfunction. The device was recertified and returned to the customer. Review of the device log suggests that the pads were not firmly attached to the patient. The ECG signal showed baseline wandering, artifacts, and pads off. CPR is lost and intermittent throughout the event. There is evidence that the device did recognize the pads were attached. There are no device errors in the log that would indicate a device malfunction. Analysis of reports of this type has not identified an increase in trend.